Event description:
It was reported that during elective replacement of the rv lead, a tear of the svc innominate occurred. A sternotomy was performed to repair the tear. The lead was explanted. The patient was stabilized in the operating room and a new pacemaker system was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Externalized con- ductors due to internal insulation abrasions were found at 7.1-9.7cm and 10.6-12.4cm from the helix end. The silicone insulation was abraded and the rv conductor was visible. The etfe coating on one rv conductor was abraded at the same location. The etfe coating of the re conductor was intact. External insulation abrasions were found at 14.2-14.6cm from the helix end consistent with lead friction to another device. The etfe coating was intact at the same location.